Event description:
It was reported that when changing the batteries to the monitor cable, a pin broke off from the cable and got stuck in the system controller side. Attempts to extract the pin failed. The system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, catalog number: corrected. Section d6a: correction. Date of implant not applicable for heartmate 3 system controller. Manufacturer's investigation conclusions: the reported event of a pin being stuck within the system controller¿s power cable connector was not confirmed. The system controller was not returned for analysis. Available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.